Manufacturer narrative:
Unit received with blank display; problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify unexpected batt power loss alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a loss of power from battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.